Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It was later communicated that the device would not be returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to the patient via lp-shunt (doi and setting were unknown). It was reported that the pressure setting was not able to be changed when the surgeon attempted to change on (B)(6) 2017. The surgeon tried to use neodymium magnet to change the setting, but the setting was not changed. The revision surgery was performed on (B)(6) 2017 (revised valve¿s brand, product code, and setting were unknown). The patient is (B)(6) years old, female, her primary disease is sah, and her initial is (B)(6). The patient¿s condition is under monitoring. No further information was provided by hospital.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. Subsequently, the device was returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected; biological debris was noted inside the valve. The position of the cam when valve was received was 50 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial number 4031, the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve failed the test an occlusion was noted at the ruby ball. The valve was leak tested, no leaks noted up to the ruby ball. The valve could not be reflux tested due to the occlusion at the ruby ball. The siphon guard could not be tested due to the occlusion. The valve was dried. The valve could not be pressure tested due to the occlusion. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code ns9008, with lot crjbmw, conformed to the specifications when released to stock on the 15th august 2014. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.